Event description:
It was reported that guidewire detachment occurred requiring additional intervention. The target lesion was located in the heart. A platinum plus guidewire was advanced for use. However, towards the end of implant procedure, the guidewire broke while in the patient. A snare was attempted, to remove the broken piece but was unsuccessful. The physician determined that the broken piece was left inside the patient. An additional anticoagulation medication was given, and the patient was retained overnight for observation. The patient was in good condition following the procedure.